Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to blood and liver infection. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).